Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a lens vial. Visual inspection found the lens missing a piece of one haptic. Work order search: one similar claim was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a micl13.2 implantable collamer lens, -12.5 diopter, tore during loading. There was patient contact and the backup lens was implanted. The reporter stated it was not due to user error. The reporter was unable to provide further information. If additional information is received, a supplemental medwatch report will be submitted.